Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power switch could not be turned on/off due the old version power switch unit was stuck inside the front panel. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the power switch was not turning on or off due to old version main power switch unit stuck inside panel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source power switch is not turning on or off. The issue occurred during preparation for use. There were no reports of patient harm.